Event description:
The catheter was inserted on 27 june 1997 and was discovered to be broken on 28 june 1997. It was broken at the 11cm marking. The broken catheter was pulled out with a pincer and the pt did not get any complication.

Manufacturer narrative:
No further info was available for investigation. The device history records for the lots have been reviewed and both lots pass tensile test at high confidence level and no relevant discrepancy was found. During production, a tensile test is preformed for tubing tensile strength. In addition, all catheters go through a 100% visual inspection and leak test. Defects such as this will not be able to pass the tests and inspection. Based on the appearance of the defect, the failure appears to be related to use. No further info will be submitted.